Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received an elevated blood glucose reading of 256 mg/dl; took 40 units of humalog insulin based on the reading. Caller reported customer was in a daze and incoherent at the time of the reading; symptoms did not match reading. Customer reportedly retested minutes later with a reading of 265 mg/dl; ambulance was called. Customer was taken to the hospital where her reading was unknown but in the 50's mg/dl 2 hours after arriving. Customer was treated with an IV of unknown content. Requested return of the alleged device for evaluation and replacement was sent.